Manufacturer narrative:
It is unknown whether this lv lead will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
----

Manufacturer narrative:
Subsequently, additional information was received that this lv lead was discarded at the hospital, so therefore, will not be returned for laboratory analysis.

Event description:
Boston scientific received information that this patient was not feeling well, so went to the hospital. The physician treated the patient with antibiotics. It was then noticed, after reviewing a blood culture, there was bacteria in the pocket where this left ventricular (lv) lead was implanted. The decision was made to explant this lv lead. There were no additional adverse patient effects reported.